Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and reported the iabp is consistently failing the pneumatic module test. The fse removed the pneumatic interface module (pim) and installed a new pim. The fse ran the iabp through a complete calibration and functionality test. The iabp passed each time. The fse let the iabp run on a test balloon and no issues occurred. The fse cleared the iabp for clinical use and returned it to the customer.

Event description:
The customer reported that the pneumatic module on the intra-aortic balloon pump (iabp) was defective. The circumstances of the event are unknown, however, no patient involvement has been reported. Also, no adverse event has been reported.